Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory visual inspection revealed that the lead had been severed in the field 117 millimeters from the terminal pin. Two segments were returned, a terminal end segment and a tip segment. All filars appeared cut. The lead underwent detailed testing including continuity testing in which both returned segments passed. An x-ray was also performed and no anomalies were found. The clinical observations reported were unable to be confirmed by analysis of the segments returned.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was provided that this patient underwent a revision procedure and this product was explanted and successfully replaced. No further complications were reported.

Event description:
--

Event description:
Boston scientific received information that during routine patient follow-up, this right ventricular (rv) lead and other manufacturer's device exhibited high out-of-range pacing lead impedance measurement of 2,394 ohms along with high pacing threshold measurement of 8 volts at 1.5 ms. This rv lead was programmed to maximum output through the competitor device. No adverse patient effects were reported. The system remains in service.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.